Event description:
The dexcomg7 is a device manufactured for continuous glucose monitoring. It measures critical blood glucose levels in persons with diabetes, primarily type 1. There appears to be an ongoing and chronic pattern developing with faulty product/sensors. I have now had several instances where the sensor portion of the device did not insert and seat properly into my skin. Instead, due to inferior design or manufacturing, the sensor wire was not property aligned with the insertion guide in the device, and therefore insertion failed. The sensor wire "goosenecks," or inadvertently gets bent or even pushed out the back end of the device structure, and therefore never gets properly inserted into the patient's skin. The patient, I, then receives a failure notification "within" the following hour, and is instructed to replace the sensor with a new one. Calling customer support at dexcom has been frustrating. They easily agree to replace the inferior sensor, but they offer no advice or information on how to resolve the problem, what is causing it, or what they are doing about it. It's an inferior and poorly designed or manufactured product. This product is an integral part of our diabetes management, and particularly those of us who wear insulin pumps with the technology to adjust our insulin intake automatically, based on the continuous data being constantly received from out dexcomg7 monitor.